Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "no sound or text on the screen, just a lit up back light. None of the buttons seem to respond" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed processor pcb. The processor pcb is required to replace to address the issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound or text on the screen, just a lit up back light. None of the buttons seemed to respond. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.